Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that during testing and inspection the unit was found to need repair for unknown reason. The customer returned a skin graft mesher device, serial number 04436, for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed the roller gear and roller were damaged. The calibration and sample mesh could not be taken due to the damaged roller gear. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the spring pin, roller gear, comb spring, comb, screws, bearings, side plates, roller, and comb shaft. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings were noted during evaluation could have contributed to the reported event such as the damaged roller and roller gear. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the spring pin, roller gear, comb spring, comb, screws, bearings, side plates, roller, and comb shaft were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported the mesher was sent in for a pm and was found in need of repair. Revealed the roller gear and roller were damaged. The calibration and sample mesh could not be taken due to the damaged roller gear. No cutters were returned for evaluation. No adverse event was reported as a result of this malfunction.